Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "broke components" occurred due to excessive use or the result of a large mechanical impact such as a blow or a fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that scope¿s lens was broken. The issue was found during reprocessing. There were no reports of harm

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.